Manufacturer narrative:
Medwatch sent to the FDA on 9/14/2016. Corrected data: MFR name, city and state. Manufacturer of the device is unknown. Therefore, this field in the medwatch has been corrected to reflect this.

Event description:
Health professional reported patient "felt a lump in the left breast. Underwent an fna of the mass, diagnosed as alcl, stage ie. Mass was 4x3cm in size. No cutaneous involvement or systemic disease at this point. Underwent chop chemotherapy followed by regional radiation however, had recurrence of disease within four months of adjunctive treatment. Disease progressed to cns involvement with meningeal disease. Expired on (B)(6) 1997."

Event description:
Health professional reported pt "felt a lump in the left breast. Underwent an fna of the mass, diagnosed alcl, stage ie. Mass was 4x3cm in size. No cutaneous involvement or systemic disease at this point. Underwent chop chemotherapy followed by regional radiation however, had recurrence of disease within four months of adjunctive treatment. Disease progressed to cns involvement with meningeal disease. Expired on (B)(6) 1997."

Manufacturer narrative:
Unique identifier (UDI) #: na. Medwatch submitted on: 12/24/2014. Allergan has not received the product at this time. Therefore no analysis or testing has been done. It is unlikely rhe product will be returned. Death is a surgical/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of death as follows: "as with any surgical procedure, breast implantation is not without risks. Breast implantation is an elective procedure, and the pt must be well counseled and understand the risk/benefit relationship." Device labeling addresses alcl: there were no reported events of lymphoma/alcl, for pts in the core study, in the labeling for silicone implants. Device labeling addresses lumps: "pts should perform breast self-examinations monthly and be shown how to distinguish the implant from their breast tissue. The pt should not manipulate or squeeze the implant excessively. The pt should be told that the presence of lumps, persistent pain, swelling, hardening, or change in the implant shape may be signs of symptomatic rupture of the implant. If the pt has any of these signs, she should be told to report them, and possibly have an MRI evaluation to screen for rupture."